Event description:
Physician reported implant rupture on the right side. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Device evaluation: device photograph(s) for the device related to the reported event of rupture was reviewed on 15-nov-22, visual analysis of the photographs identified. Observed rupture on the device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Refer to ps-qp-onev-115717:covid-19 quality plan - complaint handling.

Event description:
Healthcare professional reported right side implant rupture. Healthcare professional additionally reported pain and fever. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b5, d4

Manufacturer narrative:
Corrected data: a.4., a.6., b.3.

Event description:
Physician reported implant rupture on the right side. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, opening on the radius side assessed, as surgical impact opening. And missing side assessed, as inconclusive. Fever: unable to observe, since it is a medical event. And is not related to the device. Pain: unable to observe, since it is a medical event. And is not related to the device.

Event description:
Healthcare professional reported, right side implant rupture. Healthcare professional, additionally reported, pain and fever. The device has been explanted.